Event description:
It was reported that noise was observed on the right atrial (ra) lead. Lead fracture and insulation anomaly was suspected. The ra lead was capped, and a new ra lead was implanted on (B)(6) 2023. There were no adverse health consequences, the patient was stable prior to, during, and post-procedure.